Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. Troubleshooting was performed. The customer's blood glucose is unknown. The insulin pump will return.

Manufacturer narrative:
The insulin pump had pump error noted in the pump history and critical pump error during testing due to moisture damage on the electronic assembly. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Moisture damage found on motor force sensor flex cable connector traces. The insulin pump was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing display window cover.